Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of lost power and won't turn on at all. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, it is observed that pcba burned and white led with low intensity. The customer complaint was reproduced. There was one error has been identified. The device was scrapped.